Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor siltex round moderate profile 300cc saline breast, catalog number 3542645, lot number 168045. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 300cc saline breast implants which the left side deflated after implantation. As a result patient underwent removal and replacement with another mentor saline device catalog number 3542645 on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device was received with no fluid. Brown material was observed within the device and white and yellow material was observed on the shell surface. A rent measuring approximately 0.5 cm was observed within an area of siltex cracking on the anterior aspect. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Medical or surgical intervention. At this time is not possible to determine the origin of the brown, white and yellow material observed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/15/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the date of implantation in this report updated to (B)(6) 1998. Patient underwent bilateral removal and replacement with left- catalog number 3542645, serial number (B)(4) and right implant replaced with catalog number 3542645, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/25/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).